Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. There were no interventions or treatments performed. There were no other complications that were reported to have occurred.